Manufacturer narrative:
Product complaint # (B)(4). The size of the article is too large to attach/submit with the 3500a submission. The citation of the article has been provided below: article entitled "the value of serial metal ion levels in following up patients with metal-on-metal hip arthroplasty¿ written by mchugh g, merchant r, kelly ge, bergin km, mccoy gf, wozniak ap, and quinlan jf. D4-the device catalog number is unknown; therefore, UDI is unavailable. No 510(k) number provided because this implant is sold internationally with different indications for use; it was sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "the value of serial metal ion levels in following up patients with metal-on-metal hip arthroplasty¿ written by mchugh g, merchant r, kelly ge, bergin km, mccoy gf, wozniak ap, and quinlan jf was published in hip on january 20, 2017 was reviewed. This study proposes that serial changes in ion-levels are a more accurate marker of arthroplasties at risk. 285 hips were implanted with asr implants (74 resurfacing and 211 tha). Adverse events: 111 hips underwent a revision (26 resurfacing and 85 tha). No reason for revisions were provided, but elevated cobalt and chromium levels were discussed as well as cup inclination greater than 45 degrees.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.